Event description:
It was reported that the right ventricular lead exhibited over-sensing noise and prior to the procedure, dft testing was performed and low impedance was confirmed. The lead was capped and replaced. The patient was in stable condition.